Manufacturer narrative:
Unit passed the rewind, basic occlusion test, occlusion test, prime/a33test, excessive no delivery test and displacement test. No motor error alarms noted. However, unit received with slightly loose drive support disk. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a motor error alarm during bolus delivery. Customer's blood glucose was 7.3 mmol/l. During troubleshooting, it was found that customer was exposed to x-ray. Customer was able to complete rewind sequence and states pump was working fine. Customer was advised that insulin pump would need to be replaced. No further information provided.